Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2; -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vaulting and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4)